Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally, the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Event description:
It was reported that the pump shutdown unexpectedly. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 214mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.